Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl and a loss of consciousness. Reportedly, the control-iq algorithm increased the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm was reading 250 mg/dl and the meter bg reading was 50mg/dl. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.